Event description:
During pt treatment with the model 3100a, the mean airway pressure (map) dropped from 20 cmh20 to 15 cmh20 and an alarm was activated. The pt was hand ventilated while the pt circuit on the 3100a was replaced, then the pt was placed back on the 3100a without compromise.